Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Bg and cgm values were not provided, however, due to the alleged inaccuracy, the customer's bg level rose to 700 mg/dl. The customer went to the emergency room where high levels of ketones were identified. Reportedly, the customer was released the next day on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.